Event description:
It was reported that the patient has high impedances on all contacts of both leads; furthermore, the patient has experienced positional discomfort at the ipg site following weight loss. Surgical intervention may take place in the future to address these issues.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2026 wherein both leads and the ipg were explanted and replaced to address the issue. Effective therapy was restored post operatively.